Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 module. The sample initially resulted in a troponin t hs value of 16.80. The sample was repeated two times, resulting in troponin t hs values of 3.77 and 3.30. No unit of measure was provided. The questionable result was reported outside of the laboratory. The troponin t hs reagent lot and expiration dates were requested but not provided.

Manufacturer narrative:
Na h3 other text : na.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 with acceptable results. Qc data was not provided from the day of the event. "Sample clot detection" and "sample foam detection" alarms were observed on the alarm trace data. On (B)(6) 2023, the field service engineer (fse) completed instrument performance testing with passing results. The customer has had no further issues. The investigation determined the event was consistent with a pre-analytical handling issue.